Event description:
It was reported that during a laparoscopical sigmoid resection procedure, everything appeared well during the case. At 3am the surgeon was called back into the or as the pt was deteriorating. The surgeon had to re-operate. Upon visual inspection, the surgeon saw that the artery was bleeding through the staple line (the staple line as such was intact). They had to give the pt 3l of blood but is doing fine now. The surgeon put a small stitch at the proximal end of the staple line (where the crotch of the stapler would be) and that solved the issue. The stapler was not kept because the initial surgery went well and there was no reason to keep the stapler. Additional info received on 7/16/2009: the device was in the straight position when fired and was not fired across a staple or existing staple line. Buttressing material was not used. The jaws were inspected and rinsed between loadings. Additional info received on 7/21/2009. The surgeon checked the staple line during surgery and everything appeared fine. During the reoperation the surgeon noted that the staple line was intact, staples were good b-shape formation and there was only a small lead at the proximal end of the staple line that required one suture to close. He decided to oversew the entire staple line as a precautionary measure. The pt had lost 3 litres of blood. The pt is doing fine now.

Manufacturer narrative:
Device was not returned for eval. Evaluation summary: the complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint info is trended on a regular basis to determine if further investigation is warranted.